Event description:
On (B)(6) 2013, it was reported that since around noon on (B)(6) 2013 the patient's blood glucose level had been elevated to hi (over 600 mg/dl). At 3:00am on (B)(6) 2013, the patient vomited and her mother gave her 8.0 units of insulin via the infusion device. Her blood glucose was then 540 mg/dl. After an unspecified time, the patient's blood glucose level was again hi. The mother gave the patient 8.0 units of insulin via injection and took her to the hospital. At 1:00pm, the patient's blood glucose level was 600 mg/dl in the hospital. She was treated with an insulin perfusor. Previous to this incident, the patient's basal rates had been changed by her diabetic specialist. The patient's mother thinks the infusion device delivers too low an amount of insulin. She also stated that the device often displays e4 (occlusion error). The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The e4 was not cleared according to the user guide. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.